Manufacturer narrative:
This follow-up was created to document the additional event information. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures.

Event description:
Additional information received indicated that the pump tubing leaked due to a tear observed near the pump strain relief.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, pump tubing leak (tear) were reported. Tubing fracture was also reported. The device was explanted and replaced with another device.